Manufacturer narrative:
The device was returned and was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism or bottom housing, it cannot be determined when the device deployed. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports her daughter had a pod in which the needle deployed late. The pod was not worn.